Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-03499-00 for details pertinent to this event.

Manufacturer narrative:
B2. Date of death: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that spiking the blood tubing was difficult and the device had a low flow rate. There was leaking from the bag around the spike and drip chambers, which had collapsed during infusion. The patient was part of a massive transfusion protocol and had received multiple blood products as well as medications. Though the patient did receive blood and treatment, the patient ultimately passed away. The product that was initially used is still available and does have coagulated blood throughout the tubing which was unable to be flushed.